Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that femoral breakage with breakage of the osteosynthesis material and septic pseudoarthrosis was discovered on (B)(6) 2018. The breakage of the plate was discovered by the patient during walking without injury. Breakage with total functional impotence, no leg support was possible with non-consolidation of the bone. X-rays performed in the emergency department indicated the plate breakage. Initially the plate was implanted on (B)(6) 2018. The patient underwent a removal procedure on (B)(6) 2019 where all the fragments were removed. Patient is under home based treatment of sepsis with antibiotic therapy in good condition, no fever, femoral and knee pain with external rotation disturbance and lameness.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records, part: 226.622, lot: 8312740 , manufacturing site: grenchen, release to warehouse date: 22. Feb. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Breakage of plate can be confirmed with received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the sales rep was informed of the incident on 23 january 2019.

Manufacturer narrative:
Additional device procodes: hwc and ktt. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on an unknown date, the distal femur locking compression plate (lcp) broke off. The issue happened while the patient was walking four (4) months after the surgery. The device was not explanted. The date of implantation was unknown. It is unknown how the issue was discovered. Patient consequence was unknown. Concomitant device: screws (part unknown, lot unknown, quantity unknown). This report is for one (1) plate. This is report 1 of 1 for (B)(4).